Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was alleged that the pump delivered less insulin than requested for a bolus. Additionally, it was reported that the wake button ¿doesn¿t work all the time¿. However, customer declined troubleshooting from tandem technical support and the alleged root cause could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.